Manufacturer narrative:
The beach chair shoulder positioner is designed to position and support the patient¿s head and torso in a variety of surgical procedures including, but not limited to orthopedic surgeries like, rotator cuff, total shoulder, reverse total shoulder, slap repair and other shoulder surgery. These devices are intended to be used by healthcare professionals within the operating room setting. Upon inspection, the physical damage of the beach chair positioner frame was confirmed. A replacement part was sent to the customer. Based on this information, no further actions are required at this time. The device instructions for use (IFU) outline the following warnings: (1) do not use if product shows visible damage. (2) to prevent patient and/or user injury and /or equipment damage, examine the device and surgical table side rails for potential damage or wear prior to use. Do not use the device if damage is visible if parts are missing or if it does not function as expected. (3) to prevent patient and/or user injury and/or equipment damage, verify the device attaching clamps completely touch the table-side rails and are firmly in place. Test the locking mechanism to ensure no movement when elevated or pushed. Although there was no reported injury with this event, if the report of a beach chair positioner frame fracture were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported that the beach chair positioner frame cracked with patient on. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).